Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. The complaint was confirmed. It was observed that there was saline residue in the tubing, indicating that the device had been previously used. It was also observed that the face plate of the active tip was broken off, and this broken piece was received with the body of the device. The device was not functionally tested due to the damaged active tip, which could be a hazard to test equipment. The reported active metal tip falling out of the device was investigated via a supplier corrective and preventative action (CAPA) investigation. The likely root cause for this CAPA was identified as the weld bridge on active suction tube is not providing sufficient weld material and retention, mechanical fatigue due to stress corrosion pitting/corrosion and due to welding process, and misuse, (e.g. Extended activation or overloading of mechanical forces). However, the root cause for this incident cannot be precisely determined with the provided evidence. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported via email from the sales rep that during a procedure, the tip on the customer's vapr cp90 electrode fell off. The tip was removed and the case was completed with no patient consequences. Type of procedure: shoulder. The complaint device will be coming back. There was another electrode used to complete the procedure.